Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned with the balloon still within the blue balloon protective sheath. A visual and microscopic examination of the balloon noted that the balloon was completely detached from the shaft. The balloon material detached from the device approximately 6mm proximal to the proximal edge of the proximal markerband at the location of the proximal balloon bond. The balloon material was able to be removed from the sheath. The balloon protector sheath was returned over the balloon. Resistance was encountered upon removing the balloon protector as vacuum could not be applied. The inner dimension of the balloon protector was within specification. A visual and microscopic investigation of the blades, tip and markerbands observed no damage or issues. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube noted multiple kinks along the length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the coronary artery. A 15/4.00 flextome¿ cutting balloon¿ was selected for use. As the balloon protector was removed, the balloon detached from the shaft while outside of the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was fine.